Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
Caller reported blood glucose results of 52 mg/dl on mobile, 136 mg/dl on compact plus within 10 minutes. A request was made for the return of the meter and strips, replacement sent.